Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he feels the pneumothorax is attributed to the performance of the navigation. The risk of pneumothorax is documented in (B)(4) rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, patient experienced a pneumothorax. The pneumothorax was discovered during post-op check via a chest x-ray. The location of the target and pneumothorax was right middle lobe. A chest tube was placed, and patient was hospitalized for observation. The chest tube was removed on 8/11/21 and the patient was discharged.